Manufacturer narrative:
Two opened probes were received, with tip protectors, in pouches. Sample 1: the sample was visually inspected and found to be nonconforming with needle bent and port deformed. No functional testing could not performed due to the deformed port condition. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Sample 2: the sample was visually inspected and found to be nonconforming with small amount of orange/brownish foreign material on port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional test. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned probe sample 2 was found to be functionally conforming, therefore a cut failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The complaint evaluation was not able to confirm the report cut failure for the returned probe sample 1 due to the deformed port condition. How and when the port became deformed cannot be determined from this evaluation. The most likely root cause for the deformed port face as well as the bent needle is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The reported cut failure was not confirmed on sample 2, the sample 1 cut failure was no able to be confirmed due to the port deformed condition and it appears that the observed bent needle and deformed port on sample 1 was due to excessive use of the probe by the user, therefore no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported two cutters could not cut during a cataract-vitrectomy procedure. The procedure was completed after the product was replaced with a third one. The condition of aspiration and actuation is unknown. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).